Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: one (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed including pressure and clear passage testing and the device performed according to product specifications. The reported condition was not verified. The other two (2) devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets detached from the clearlink cap of the IV catheter. It was further reported that the clearlink injection cap was changed and then attached to the IV tubing and the IV tubing loosened up and detached itself again. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.